Event description:
The product was used during a colon procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
6/24/1998-supplemente #1 sent to FDA.